Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that they tried to change the battery but the alarm recurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.